Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 53yrs old female.

Event description:
The customer observed falsely elevated alinity I prolactin result a 53yrs old female patient. The results provided were: on (B)(6) 2026, sid (B)(6), initial= 3168.86 miu/l (reference range= 108.78 to 557.13 miu/l the specimen is sent to another laboratory for polyethylene glycol (peg) precipitation. On roche eclia=536 uui/ml (reference range= 127 to 637 uui/ml), no polyethylene glycol (peg) precipitation method performed due to normal results on roche platform. Same specimen repeated on alinity on (B)(6) 2026= 3232.61 miu/l, 2968.92 miu/l, 3299.16 miu/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I prolactin result a 53 yrs old female patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial= 3168.86 miu/l (reference range= 108.78 to 557.13 miu/l. The specimen is sent to another laboratory for polyethylene glycol (peg) precipitation. On roche eclia=536 uui/ml (reference range= 127 to 637 uui/ml). No polyethylene glycol (peg) precipitation method performed due to normal results on roche platform. Same specimen repeated on alinity on (B)(6) 2026= 3232.61 miu/l, 2968.92 miu/l, 3299.16 miu/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data and labeling review of alinity I prolactin reagent, lot number 79230ud00. Review of tracking and trending for the alinity I prolactin assay did not identify an increase in complaint activity related to the complaint issue. A slight increase in complaint activity was observed regarding false elevated results, however it is not related to the complaint lot. Historical performance of the alinity I prolactin reagent in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I prolactin reagent, lot 79230ud00, was identified.